Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.